Event description:
The main body graft was introduced via a right sided introduction. The contralateral iliac leg graft was deployed and landed in the left common iliac artery. The right common iliac artery was aneurysmal. The right internal iliac artery was embolized as planned and the iliac artery was embolized as planned and the iliac leg graft was deployed, with the distal fixation site located in the external iliac artery. Due to the stenosis in the artery, the leg graft appeared to be impinged by the disease in the vessel. Another MFR's stent was placed inside the iliac leg graft, in order to provide additional radial force at the location of the impinged graft material. Final angiogram noted good flow through the iliac leg graft and exclusion of the aneurym. No endoleaks were viewed.